Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.

Manufacturer narrative:
The alleged malfunction part was returned to failure investigation (fi). The philips service engineer (pse) troubleshot the returned gas delivery system (gds) assembly and found defective u1 (sensor air flow amp 1000 sscm). U1 and eeprom u2 that contains the sensor calibration data was replaced on the air flow sensor pcba to resolve the issue. The alleged malfunction was confirmed, the defective u1 on the air flow sensor pcba created the low leak-co2 rebreathing risk.

Manufacturer narrative:
Date of report: 16sep2021.

Event description:
The customer reported that the unit was alarming low leak: co2 rebreathing risk. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and reported that he noticed that he can only see the tidal volume and the error goes away with 100% o2 dialed in. Customer reported that the avg. Air and o2 in the pneumatics screen with no pressure or flow reads: avg. Air reads 0.3, avg. O2 reads 0.0. Product support verified using an exhalation port. Verified that the internal exhalation port on the bottom of the unit was clear and not obstructed. Product support advised customer to perform the flow testing and to replace the flow sensor. Further information is pending.